Event description:
It was reported that this right atrial (ra) lead exhibited dislodgement. There was no asystole as right ventricular (rv) lead was fully functional. The patient underwent a surgical intervention to explant and replace this lead. No additional adverse patient effects were reported. Additional information received indicates that this was found during routine follow-up as the lead exhibited loss of capture at 5v. There was no asystole as the right ventricular (rv) lead was fully functional.

Event description:
It was reported that this right atrial (ra) lead exhibited dislodgement. There was no asystole as right ventricular (rv) lead was fully functional. The patient underwent a surgical intervention to explant and replace this lead. No additional adverse patient effects were reported.